Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution, this issue is being reported. After several weeks of working with the system, after an upgrade to dl2, the customer observed a dose inconsistency of the documentation for 3 patients (of currently 50). In case of treatment visualization, the doses deviate from the effective irradiated fractions by 2 to 3, so that fewer fractions are counted. This could potentially cause 2 to 3 fractions of irradiation more than planned for patients, because the software does not provide the limit in time. Manual records are kept to be assured of proper treatment. There was no injury reported. Preliminary risk analysis is complete. Initial corrective action is initiated. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 critical. Reason: information about delivered dose to the patient can be missed in the ois documentation for more than one fraction. Probability: preliminary c remote. Reason: probably will occur, although clinical practice works with additional paper based documentation of delivered fractions, where the delivered dose needs to be confirmed by the therapist's signature. Initial corrective action is to initiate an investigation. Customer was visited on (B) (6), 2009, to get further information on the behavior of the complaint. Further investigation is required. No other products are concerned.